Manufacturer narrative:
The returned device was evaluated and the pod was received deployed. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. In addition the pods pink slide did not move forward when the pod was activated. This indicates a needle mechanism failure occurred.